Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, grasp was made on the medial side of anterior and posterior leaflet 2 (a2p2). Clip failed established final arm angle (efaa). Trouble shooting was performed but was unsuccessful. Clip was replaced and implanted mitraclip xtw successfully. The final mr was 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and without the device to analyze, the cause for the reported unintended movement associated with clip opened during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.